Event description:
It was reported patient presented to the hospital for inappropriate therapy due to double counting of qrs complexes. Programming changes were made. The device was later explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.